Manufacturer narrative:
(B)(4).

Event description:
It was reported that a foreign object was found on the tip of the catheter. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), the opticross¿ imaging catheter was recognized as "opticross18" when it was connected. The physician tried to adjust the depth but could not perform thus, the setting of the pullback speed was changed. Then the connection was checked however, the issues were not resolved. After the procedure, the physician checked that the device and a dust-like object was noticed on the tip of the opticross¿ imaging catheter. The procedure was completed with this same opticross¿ imaging catheter. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no damages or failures on the ccp board assembly. No other visual damages were encountered upon visual inspection. The catheter was properly recognized by the imaging system when plugged into the motordrive unit and no connection issues or errors were detected during its testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a foreign object was found on the tip of the catheter. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), the opticross¿ imaging catheter was recognized as "opticross18" when it was connected. The physician tried to adjust the depth but could not perform thus, the setting of the pullback speed was changed. Then the connection was checked however, the issues were not resolved. After the procedure, the physician checked that the device and a dust-like object was noticed on the tip of the opticross¿ imaging catheter. The procedure was completed with this same opticross¿ imaging catheter. No complications were reported and the patient's status is good.